Event description:
It was reported that the patient went into rapid onset atrial fibrillation with hypotension. Amiodarone infusion and digoxin infusion was administered and patient was intubated to protect airway. Respiratory failure was reported. Cardioversion was performed unsuccessfully. Patient was extubated and a few hours later, amiodarone was continued. The event reported resolved on (B)(6) 2021.

Manufacturer narrative:
Manufacturer¿s investigation conclusion: a specific cause for the reported cardiac arrhythmias and respiratory failure as well as a direct correlation to heartmate 3 left ventricular assist system (lvas), serial number (B)(6) could not conclusively be determine through this evaluation. The patient remains ongoing on heartmate 3 lvas, serial number (B)(6). No product is available for investigation. The heartmate 3 lvas instructions for use (IFU), is currently available. Section 1 of this IFU lists respiratory failure and cardiac arrhythmia as adverse events that may be associated with the heartmate 3 left ventricular assist system. The relevant sections of the device history record for (B)(6) were reviewed and showed no deviations from manufacturing or quality assurance specifications. The pump was shipped on 17dec2020. No further information was provided. The manufacturer is closing the file on this event.